Event description:
It was reported that the patient had the implantable neurostimulator (ins) moved to a second placement in the buttock but was still in pain. It was noted that it was working well. It was noted that the patient was athletic and muscular and was having difficulty walking as well as running. Additional information received reported that the patient reported pain at the pocket site and could feel it when the stimulation was off. It was noted that the pain was described as ¿muscular.¿ it was noted that the manufacturer representative believed the second placement in the buttock was on the same side. It was noted that impedances were not known.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient's temporary phase had no problems and they had good efficacy. It was stated the patient's permanent device was implanted on (B)(6) 2012 with no movement of the battery. It was noted the pouch was good and there were no problems initially and the patient had good efficacy. The patient's device was repositioned on (B)(6) 2013 due to continuous pain and they tried revising the programs first but there was no change in the pain symptoms. It was noted the new site was placed below the original and there was no fluid found in the battery and the pouch was good. Reportedly, all of this was checked intraoperatively. It was stated the patient had good efficacy but was still in pain and it was life limiting.